Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the device used consisted of a 2.0mm rotalink plus advancer unit connected to a 1.25mm rotablator burr catheter. It was when these two components were connected that the event occurred.

Manufacturer narrative:
Device evaluated by manufacturer: the advancer unit and catheter unit were not connected together on the return of the devices back to site for investigation. It was noted that the advancer knob was in a forward tightened position and the handshake connection of the advancer unit was bent. The handshake connection of the catheter unit was jammed within the catheter sheath. The sheath was cut open to retrieve the handshake connection. The handshake connection of the catheter unit was attached to the advancer unit and no issues were noted with the advancer or catheter connector. The device could not be wet tested due to the bend in the advancer handshake connection. It is probable the 2.0mm burr was disconnected from the advancer unit and a 1.25mm burr re-connected. It is probable the handshake connection of the catheter unit was not connected correctly to the advancer unit and when speed was applied to the device the handshake connections separated causing the handshake connection of the catheter device to become jammed within the sheath. This would cause speed related issues. It is noted that the device was used after the expiration date. The rotablator advancer, rotalink catheter and rotalink plus should be used prior to the expiration date on the shelf box and tray lid label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, unstable rotational speed occurred. No lesion details were reported. During platform testing of the 2.0mm rotalink plus, the tech was adjusting the rotational speed to 150,000 rpm's when the device starting making a high pitched sound and the speed on the console went up past 200,000 rpm's. After stopping the device, they checked the handshake connection and found that it had come apart. They attempted, unsuccessfully, to re-connect. Sales rep, examined the connector on the advancer and determined that it was bent during the attempts to reconnect. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is fine.